Event description:
It was reported that the patient presented at the post-implant wound check with a purple swollen left arm. Ultrasound showed occlusive deep vein thrombosis in the left subclavian vein and superficial venous obstruction in the left basilica vein. The patient also had finger stiffness. Medications were prescribed. The device and leads are still in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).